Event description:
It was reported that this pacemaker was scheduled to be prophylactically replaced due to the advisory status with no information indicating the device exhibited any of the advisory behavior. Interrogation of the device with a programmer prior to the procedure noted occasional oversensing of noise on the right atrial (ra) channel. Review of stored device data noted that when noise was not present, the patient had an underlying rhythm. An electrogram (egm) taken at the time of the procedure showed the patient was in atrial fibrillation (af). Surgical intervention was then undertaken to replace the device. The device was explanted and replaced as planned. Upon connection of the ra lead to the header of the replacement device, no noise was present and clear sensing of af was observed. The procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.